Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One temp ging cuff spline 4.0 mm 4.5 flare 5 mm cu (1808) was returned for investigation. Visual inspection of the as returned product identified wear and debris about the cuff body, threads, and drive feature. Functional testing was performed for the returned product and it was determined that the device assembled and seated as normal with a mating in house spline implant. DHR review was completed for the subject lot number 63453154. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (63453154) for similar event and no other complaint was identified. Therefore, based on the available information, device malfunction did not occur and the reported event was unconfirmed. The probable causes are not applicable to the reported event since the device malfunction did not occur and the event is unconfirmed through visual and physical inspection. The following sections have been updated: (B)(6).

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Device was not returned.

Event description:
It was reported that a healing cap (1808) could not be screwed. Another healing cap was placed. Tooth location 30.